Event description:
The customer's father called to report that the customer was hospitalized for ketoacidosis with blood glucose levels over 500 mg/dl. The father also stated that the insulin pump was not able to prime and was squirting out all the insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.